Event description:
The lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2013 due to product performance issue. The procedure took place at (B)(6) hospital. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).